Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the emergency department with presyncope and lightheadedness. Interrogation of the device revealed no abnormal rhythm. Medication was administered. The patient was discharged to a skilled nursing facility.